Event description:
The contralateral system deployed prematurely and wire access was lost. After regaining wire access the contralateral limb was ballooned and stented to ensure blood flow. The final angogram revealed brisk flow to the limb and to the native vasculature.